Event description:
It was reported that an arteriotomy closure of the moderately to heavily calcified right common femoral artery was attempted using a proglide device after a coronary stenting procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and a second proglide device was used with the same results. A 6fr sheath was used. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the pro glide device. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device did not confirm the reported device issue. The analysis of the returned device revealed that the link pulled from the posterior cuff, which resulted in the failure to retrieve the monofilament and can appear very similar to a cuff miss. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being reported under a separate medwatch MFR number. The proglide device was used in a moderately to heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.